Manufacturer narrative:
Device evaluated by bd service. The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28aug2015. The review was performed from the date of manufacture to the present date 02aug2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device giving channel error message which was replaced with the upstream pressure transducer. There was no patient involvement.